Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was slightly degraded. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the connector to overheat and result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the laser fiber was not working properly. The operator of the device went to change the fiber and noted that it was hot to touch. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.